Event description:
It was reported that the customer's insulin pump failed. The caller stated that the device fell into water about four days ago, was not priming, and did alarm. Advised the caller to disconnect from the device. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. All buttons did function properly and no moisture damage found on the keypad traces, electronic assembly, electronic assembly or motor. The device had missing end cap sticker, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.